Event description:
It was reported the pacemaker is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Final analysis found no issues with the device and header attachment area. No issues were detected.